Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, when they started stapling the stomach, the stapler was able to fire, the trigger broke off and did not fall into the patient¿s cavity. They replaced with a new device and the same lot to complete the case. There was no patient injury.